Event description:
It is reported that the pt was presenting with pain. X-ray confirmed that her tibial component had fractured down the middle, anterior to posterior.

Manufacturer narrative:
This report will be amended when our investigation is complete.